Manufacturer narrative:
Patient weight was not provided by the biomed representative. A medtronic field service engineer visited the site and reported that the o-arm was still shooting gray images. He reloaded firmware on the system board. Gray images persisted. He checked all generator board connectors, re-seating all. When system was powered back up, system performed as expected. Cycled power multiple times, performed navigated spins as well as 2d images. System fully functional after connections were tightened. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed representative reported that during a spinal fusion procedure utilizing o-arm imaging, the ap images were gray. They restarted the mvs (mobile viewing station) and the o-arm. Another image was taken, but it was still gray. They continued the case with a c-arm instead. Minimal delay less than an hour to bring in c-arm. No harm to patient.